Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the product had been returned to service.

Manufacturer narrative:
Product analysis: at analysis it was noted that the device passed all incoming tests though it was noted that the upper and lower cases were broken, the main key pad is scratched, its output connectors were broken and it did generate an error. The device was returned unrepaired to the customer. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator generated a self-test error, that its "sense" indicator light stayed on and that its case was cracked. The generator has not been received into service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.